Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es database size reached to 10 gigabytes and the error was keep appearing. A customer had reported that a user was unable to pull medication due to a malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database size reached to 10 gigabytes and cannot be able to pull the medication. A technical support specialist assisted customer to extract the files from the zip file directly to the d:\ of the target device. Right-click the ¿initialize-resize.bat¿ file and select ¿run as administrator¿. The system will reboot, run the resize under the temporary virtual hard disk and then boot back into windows. Log back into windows as the support user and verify the operating system volume has been resized. The system functioned as intended after troubleshot by the technical support specialist.